Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission showing non-sustained rv oversensing. Reviewed of the stored egm noted post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed. No new oversensing alerts have been received. Patient was stable.

Event description:
New information received indicated that the device exhibited another instance of post-paced t-wave oversensing on the ventricular channel. Programming changes were discussed.

Event description:
New information received indicated that programming changes were made and resolved the oversensing issue. Patient was asymptomatic.